Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patients lancing device has been returned on (B)(6)2015 and further evaluated by lifescan product analysis on (B)(6)2015 with the following findings:the lancing device passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch delica enhanced lancing device was not fully penetrating. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged product issue began on (B)(6) 2015 around 6:00am. The patient informed the csr that he manages his diabetes with oral medication, diet and exercise and denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported that 2-3 days after the alleged issue began he developed symptoms of ¿shock and became lightheaded, cold, clammy and shaky¿. The patient denied receiving any treatment in response to the symptoms. At the time of troubleshooting, the csr noted that the patient was a first time user of the lfs product. The csr confirmed there was no indication of misuse of the device and that the correct lancets were being used for testing. The csr reviewed the patient¿s technique on how to use the lancing device and the alleged issue could not be resolved. Replacement product was sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Follow-up # 2 - 4/9/2015 device evaluation. The lay user/patients lancing device has been returned on 3/18/2015 and further evaluated by lifescan product analysis on 3/26/2015 with the following findings: the lancing device passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up #1 correction. This supplemental is being sent to add the missing evaluation codes from the previous submitted supplemental.